Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no pacing percentage was being recorded for diagnostics as expected. No alerts were triggered and no trend data or other data was recorded by the device since implant. The caller reported that vf detection was programmed off in the device. The device is still in use. No patient complications were reported as a result of this event.